Event description:
It was reported by the customer during a call with the emergency support program that the cardiosave intra aortic balloon pump (iabp) displayed a no backup battery detect alarm during use. The customer reported that the pump automatically turned off after that alarm went off. The customer turned the pump back on. Esp recommended replacing the battery and to keep the cardiosave plugged into an outlet. Esp overheard the customer say to another rn that the pump had been off for a while. The customer reported the balloon catheter had not been inflating for approximately 1 hour. Esp provided her the getinge IFU recommendation that the balloon catheter should not be inactive for greater than 30 minutes. Esp recommended consulting the physician prior to starting therapy. The customer appreciated the support provided and had no other questions. There was no patient harm reported.